Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2006 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2010 or 2011. Model number/ catalog number: sc-2138-70, serial number: (B)(4), batch/ lot number: 15966, model/ catalog description: phase iii linear lead - 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients leads had migrated and was no longer providing pain relief. The patient underwent an explant procedure and was reportedly doing well.